Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned on (B)(4) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and failed. Performed share log review and a loss of connection found within the investigation window. The reported event of a loss of connection was confirmed. The probable root cause is potential patient misused.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available